Event description:
The customer reported that he activated the pod at midnight on (B)(6) 2013 with blood glucose of 85 mg/dl. His blood glucose and insulin history for the pod are as follows: see scanned table. He then changed the pod. He did not report any visible issue with the pod or cannula when the subject device was removed.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No product defect or manufacturing deficiency that would have contributed to reported hyperglycemia was found. An air bubble, equal to 6-8 insulin units in size, was found in the reservoir with no evidence that the user attempted to remove residual insulin. This indicates that the air was present after the fill process. User error is therefore considered the root cause of the high blood glucose. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery." It cautions "avoid using insulin from one than one vial, which may introduce air into the syringe," and advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."